Event description:
During the bilateral salpingo-oophorectomy procedure, the gyrus halo pks (5mm/33cm) cutting forceps tips were sticking and would not open and the blade would not deploy when the handle was squeezed. Another device was obtained and worked without incident.